Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient stated that the continuous glucose monitor (cgm) is no longer receiving readings. No medical intervention was reported. Additional event or patient information is not available.